Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse ran the system. Drifting occurred when system was placed in the corner of the room and lead by the horse/non clutch. When fse placed the patient side cart (psc) in the middle of room, drifting stopped. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that there had been an ongoing issue where all universal surgical manipulators were loose. The procedure was completed with no report of patient injury.